Event description:
Thirty four week newborn with apgar 9/9 required IV fluids. Unable to get IV in due to difficulty with threading catheter. Six attempts made by 2 experienced nicu rns. Patient experienced pain with additional needle sticks. This facility has had multiple similar experiences with this product in the last week. Manufacturer notified and product has been returned to them.